Event description:
It was reported that during implant, the helix was difficult to extend due to poor torque transmission. Helix was somehow extracted, but since the lead anomaly was suspected, the procedure was completed with the replaced lead. High impedance of 1900ohms was noted and r wave was dropped.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported helix was confirmed in the lab. The lead was received cut in two individual segments. It was determined that the helix mechanism was impeded due to dried fluid and tissue clogging the helix. X-ray examination of both ends of the lead revealed no abnormal characteristics. After accessing the pacing coil, the lead performed normal extension and retraction. Both segments individually exhibited normal electrical characteristics. Since the lead was returned cut and not in its entirety, a complete eval could not be performed.